Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing leaking could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that minibore pressure, removable IV cnnctr leaked on 2 occasions. The following information was provided by the initial reporter: material#: mz5302, batch/ lot#: unknown. It was reported that on two occurrences, the solution leaked from the site of the adapter and the IV tubing. ER patient came over for a cta which involves injection rates of 5ml/sec and pressures of 300psi. The IV extension tubing attached to the patient was bd max zero. Which is rated for 325psi and 10ml/s. After 10ml went into the patient the CT injector peaked out causing the injector to stop the injection. This happened twice before I switched the tubing out with a large bore extension set. Pressure during the injection with large bore was only 150psi. Patients arm did not move during the switch of the tubing. Only difference was the tubing itself. The solution leaked from the site of the adapter and the IV tubing, the tubing was still connected but leaking at the site.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that minibore pressure, removable IV cnnctr leaked on 2 occasions. The following information was provided by the initial reporter: material #: mz5302; batch/ lot #: unknown. It was reported that on two occurrences, the solution leaked from the site of the adapter and the IV tubing. Verbatim: ER patient came over for a cta which involves injection rates of 5ml/sec and pressures of 300psi. The IV extension tubing attached to the patient was bd max zero. Which is rated for 325psi and 10ml/s. After 10ml went into the patient the CT injector peaked out causing the injector to stop the injection. This happened twice before I switched the tubing out with a large bore extension set. Pressure during the injection with large bore was only 150psi. Patients arm did not move during the switch of the tubing. Only difference was the tubing itself. The solution leaked from the site of the adapter and the IV tubing, the tubing was still connected, but leaking at the site.